Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:02, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. Device evaluation confirmed the reported condition of failure code 808:02. The root cause could not be determined and no repairs were performed as the referenced device has been removed from service. Service history review determined that the device has not been previously sent into service for the reported condition of "failure code 808:02". A follow up report will be submitted if additional information becomes available.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an injection gold probe was used in a procedure performed for the hemostasis of a stomach ulcer according to the complainant, during the procedure, the needle of the injection gold probe would not extend from the device, while inside of the patient. It was also tested outside of the patient and didn't extend. Another injection gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. This event is reportable, based on the results of the device investigation on (B)(6), 2010. The device was found to have the needle extended when received, and the needle could not be retracted.